Event description:
It was reported that "the swg was found kinked upon opening the kit. Therefore, a new kit was used instead." No patient involvement reported. Additional information received from the customer indicates the event occurred during use on a patient. There was no patient harm or injury. The condition of the patient was reported as "fine."

Manufacturer narrative:
Qn# (B)(4). The customer returned a single guide wire and the product lidstock for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have one kink towards the distal end of the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 27mm from the distal tip. The overall length of the guide wire measured 456mm which is within the specification of 450-458 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.796mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle. Advancement of guidewire through arrow raulerson syringe may require a gentle twisting motion." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the distal end. The returned guide wire met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Additional information received from the customer indicates the event occurred during use on a patient; therefore, des cription has been updated to reflect during use. Health effect clinical code corrected to 4582. Health effect impact code corrected to 2199.

Event description:
It was reported that "the swg was found kinked upon opening the kit. Therefore, a new kit was used instead." No patient involvement reported.

Manufacturer narrative:
(B)(4).